Event description:
The customer observed falsely elevated potassium result generated on the architect c8000 analyzer for one patient samples (male, 64 yrs). The following data was provided (normal reference range = 3.5 to 5.5 mmol/l): ¿sid (B)(6)¿. Initial potassium result =6.6 mmol/l, repeat result = 3.9 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Initial reporter address: (B)(6). The customer realigned the architect sample probe which resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c8000 systems did not identify any trends associated with the complaint issue. A review of tracking and trending for the sample probe did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c8000 processing module for serial (B)(4). Or the sample probe was identified.